Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation. H3: additional information. H6: additional information. The device was not returned to olympus for inspection. The analysis was conducted based on the complaint information. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the resection electrode cutting loop was burned and broken. The issue was found during a transurethral plasma kinetic resection of the prostate and complete using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.